Event description:
It was reported that the ventilator alarmed for low minute volume, and then stopped delivering breaths to the pt. The reported problem happened right after the nurse finished suctioning the pt. The pt was removed from the ventilator, and bagged until placed on another ventilator. No reported harm to the pt.